Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the af procedure, the contact force could not be shown and a purple minus was displayed instead. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.